Event description:
A user facility in the united kingdom reported that during anterior cataract surgery with bl5114, at point of initial sculpt with the phaco handpiece and mics needle, the consultant noticed a piece of debris floating in the eye (likely from the infusion line - suspected to be a piece of bung from the bottle). There was a slight delay in operation of 2 minutes while extra viscoelastic injected into eye and debris removed with forceps.

Manufacturer narrative:
The sample is being returned for evaluation. The investigation of this event is ongoing.

Manufacturer narrative:
One bss-10pk bottle of balanced salt solution was returned along with an IV spike, drip chamber, about 2 inches of irrigation tubing along with a small plastic vial. The vial contained a cream -colored particle. The bottle contained 125 ml of solution. The IV spike was dirty with dried solutions visible in the tubing and drip chamber. The tip of the IV spike was blunted and appears to have been used. The rest of the pack assembly was not returned. The cream-colored particle is similar in color to the bss bottle septum. The particle is soft and squishy, not hard. Microscopic examination of the septum on the bss bottle found that there is material missing from the septum. The particle, and the bss was sent to the vendor for investigation. A review of the device history record found no nonconformities or anomalies related to this complaint. The investigation of this event is ongoing.

Manufacturer narrative:
The evaluation confirmed that the fm/particulate was tpe (thermoplastic elastomer) which was part of the bss bottle's twin port cap. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.